Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when user powered on the system, all but the top two inches of the monitor were black and flickering. This behavior persisted for 2 additional restarts before functionality was restored. There was no patient present.